Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported they are getting no audio alarms. The device was in use on a patient. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device remotely tested the piic ix unit for alarms. Getting no audible sounds. Results of functional testing indicate that there were no alarms sounding at the central station. Based on the information available and the testing conducted, the cause of the reported problem was a configuration issue. The reported problem was confirmed. The configuration of the device was by the biomed tech instructed by the remote service engineer. The device was configured to the external speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.